Event description:
It was reported that the customer got a no delivery alarm on the insulin pump. Customer stated that there must have been a crimp in the tubing. Customer also stated that the clothes she was wearing could have caused the issue. Customer declined troubleshooting. Customer was advised to monitor the system and call back if she has any other concerns. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).